Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on an unknown date, the patient's pump was explanted due to a (B)(6) infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.